Event description:
The customer reported that the silicone segment was leaking carboplatin near the upper fitment. There was no leaking at priming. The patient noticed leaking from the pump and fluid accumulating on the floor. The patient notified the rn. The leak was found half way through the infusion. There was approximately 100 ml carboplatin spilled. The physician was notified and ordered not to complete the remainder of the infusion. There was no patient or staff harm and no medical intervention occurred. The customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the product will not be returned because it was discarded.